Event description:
Account will not go into trendelenburg.

Manufacturer narrative:
Account replaced the logic board and the issue has been resolved. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.